Manufacturer narrative:
This report is being submitted to correct (b1 and b2) captured under the initial report. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the purge pressure high cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 78-year-old male patient with a history of coronary artery disease received an impella 5.5 device for management of heart failure with cardiogenic shock due to acute decompensation. The patient presented in stage e shock as per the society for cardiovascular angiography and interventions classification and had undergone multiple rounds of cardiopulmonary resuscitation prior to impella implantation. Before placement of the impella device, the patient was supported with extracorporeal membrane oxygenation and three inotropic medications. Given the patient¿s advanced age, multiple comorbidities, and severe disease state, the family elected to withdraw care after 13 days of support. Death was conservatively coded to the impella 5.5 while most likely to be caused by the underlying disease and unrelated to impella.

Manufacturer narrative:
D1. Brand name corrected. D4. Catalog, serial and primary UDI number corrected.